Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
A pre-deployment angiogram was performed and a dissection was noted. A 6f angio-seal vip was deployed for vascular closure of the right femoral artery. Immediately post-procedure, the patient developed a cold leg and there was an absence of pedal pulses. The patient's left leg was accessed and angiogram was obtained. Decreased density was seen in the anterior tibial artery indicating that something was blocking the contrast, so an embolic protection device was advanced past the density and angioplasty was performed. The collagen was in the artery. The angio-seal collagen and anchor were removed with the embolic protection device. The patient was stable and recovering and then discharged home.